Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he went to the hospital because the insulin pump would not work. Customer's blood glucose had low blood glucose at 40 mg/dl and high blood glucose. Buttons were unresponsive. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to no button response. Unable to confirm prime or fill anomaly due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and cracked case.